Event description:
Boston scientific received information that this epicardial lead did exhibit non-capture immediately after implant. All lead measurements except for the lv lead were within normal limits. Lv lead non-capture was evident in all six configurations at maximum output and pulse width. A chest x-ray was to be done as lead dislodgment was suspected. There were no reported adverse patient effects reported in association with these clinical observations.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.

Manufacturer narrative:
Subsequently, the boston scientific local area sales representative modified the device programming to accomodate for long av delay and to turn off bi-ventricular pacing until the lv lead issue could be addressed. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
--